Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrest, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The current heartmate 3 lvas instructions for use (IFU) rev. C lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest. The cause of the cardiac arrest was not identified. The events leading up to the patient¿s death were unknown. The patient was brought in by emergency medical services (ems) after being found down.